Manufacturer narrative:
(B)(4). The customer reported getting a system failure cycle power error 20003 message. The customer was sent a replacement control pca as recommended for this error. As of (B)(6) 2011, the customer has not called back regarding this defibrillator. We are considering this a malfunction of the control pca.

Event description:
The customer reported getting a system failure cycle power error 20003 message.